Event description:
Customer reported that system does not fluoro and displays low ma error.

Manufacturer narrative:
Gehc service personnel found snubber board was defective. Ordered and replaced part. System operational.